Event description:
Device 1 of 4. Reference manufacturer reports: 1627487-2010-02980, 1627487-2010-02981 and 1627487-2010-02982. The pt received his scs system, including an ipg and three surgical leads, on (B)(6) 2009. The pt reported that since implant, he has broken out in small bumps near his ipg implant site and his arms. The pt also alleged that when he comes in contact with water, he feels itchy all over his body. The pt has consulted his physician and allergist and taken a several different medications, including steroids, to no avail. The pt is continuing to work with his physician and the device remains implanted. No decision regarding a possible system explant has been made at this time.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the cassette (h10e05022, h10d06015, h10c03022), with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from (B)(6) regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was admitted to the hospital. A peritoneal effluent culture revealed (B)(6). The cause of the peritonitis with culture (B)(6) was unknown. Treatment was not reported. On (B)(6) 2010, the patient was discharged. In (B)(6) 2010, the peritonitis with (B)(6) resolved. Medical history included end stage renal disease (esrd), and hypertension. The reporter believed the peritonitis with (B)(6) was not related to pd therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.